Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during implant testing with this implantable cardioverter defibrillator (ICD), oversensing of the atrial signal was observed on the right ventricular (rv) channel due to the bipolar integrated circuit. To ensure there was no air present in the device header, the physician removed both leads, cleaned the terminal pins and re-inserted the leads back into the device header. X-ray confirmed good position of the leads, and the pocket was closed. Normal follow up visits will be performed. No adverse patient effects were reported.